Event description:
Mechanical ventilation with carefusion avea ventilator for 3 days prior to incident, oxygen is connected to the wall source, machine passed all est tests prior to use. Patient had sudden increase in oxygen requirements, various settings changed with no improvement. Fio2 was analyzed on the avea ventilator and with an external hand-held analyzer on the 3rd day. Avea ventilator found to be delivering 21 percent oxygen. Fio2 was set at 100 percent. Machine was pulled and sequestered. Found to have failure in the gas delivery engine. Machine did not alarm to indicate failure in oxygen delivery.